Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the distal end cover, the adhesive around objective lens, the adhesive around lg lens, the bending section rubber, the connection tube and the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4, h4, h6 (component code- add 3194, and 772 codes), and h6 (health effect impact code- add 2645 code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no physical damage to the area where the foreign material was detected. The cause of the material remaining in the device could not be determined. The endoscopes were cleaned as soon as possible according to the instructions. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.